Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results from the facility nor has third-party confirmation testing been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, loaner device evis exera ii duodenovideoscope, tested positive for 2 colony forming units (cfus) of staphylococcus aureus in the air and water channel. The issue was found during a routine culture of the scope when the device was received at the facility. The user did not report any patient/user harm or injury due to the event.

Manufacturer narrative:
Additional information received by the user facility - the user facility has reported and has provided evidence that upon reprocessing and re-testing the scope was confirming to standard. No further presence of microbial contamination was found. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and the forceps elevator wire channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses nososym detergent and brushes the instrument channel, instrument channel port and distal end/area around elevator. The customer uses mtw brushes (ref: (B)(4)). The scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in a dcs 8000 drying cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. As a result of the conforming culture retest of the scope, the user facility has indicated that the device will not be returned to olympus for testing and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned and the first culture result report was not share, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-culture tested after reprocessing, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.